Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon allegedly ruptured (atm unknown). There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted, as the lot number is unknown. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 9mm x 4cm balloon. No kinks were noted on the catheter. A complete circumferential rupture was present on the proximal cone, 4.8cm from the distal tip. The edges of the rupture were examined under microscopic magnification (10x) and were noted to be slightly jagged. No other anomalies were observed to the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using a 0.035" in-house guidewire and passed without issue. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for a complete circumferential balloon rupture on the proximal cone of the balloon. The definitive root cause could not be determined based upon the available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon allegedly ruptured (atm unknown). There was no reported patient injury.